Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument jaws were not aligning properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no report of tissue entrapment or tissue getting stuck in the joint of the instrument. There was no injury to the patient. The instrument was inspected prior to use, and no damage was observed. It is unknown if the joint was unhinged.